Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: x-rays were received by manufacturer for review. This information was inadvertently left off of initial MFR. Report. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, lead pin does not appear to be fully inserted into generator header.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient suffered a drop attack seizure and this is believed to have caused or contributed to the high impedance. The device was programmed off after observing the high impedance. Surgical intervention has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient underwent lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted lead was returned to the manufacturer where analysis is currently underway.

Event description:
X-rays were received by manufacturer for review. Review of x-rays identified that the lead pin does not appear to be fully inserted into the generator header. There were no obvious lead breaks within the visible lead portions. There was lead behind the generator which could not be assessed. A microfracture could not be ruled out.

Event description:
Analysis of the lead was completed on (B)(4) 2014. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.